Event description:
It was reported that during a da vinci si prostatectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face; therefore the staples will not hit the anvil to make b-formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached without difficulties and did not detach during the functional test. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the anvil detached during the firing of the device. Some of the staples came out into the patient. The staples were retrieved. The device did not cut. Another device was pulled to complete the case with no patient consequence.